Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
On (B)(6) 2016, the patient was implanted with an scs system. Intra-op, the patient's ipg was able to communicate with the programmer. Post-op, the ipg was unable to communicate with the programmer and was unable to be recovered. As a result, the patient's ipg was explanted and replaced (with a different model).

Manufacturer narrative:
The CAPA was initiated on 2016-02-23 to address the issue in which the ipg experienced loss of power, causing the patient to lose pain relief requiring replacement of the device. Investigation is currently in progress.

Manufacturer narrative:
Corrected data: results code(s). The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.